Event description:
The patient had a lumbar drain inserted in the a.m. And arrived to the critical care unit from the post anesthesia care unit. The drain was found by the ICU nurse to be leaking. A crack was found in the transducer section of the drain. The output was minimal. The nurse replaced the lumbar drain tubing and monitored tubing and site remained intact and adequate drainage until the drain was discontinued/removed on post-operative day 7.